Event description:
On (B)(6) 2006, due to my symptoms from avn, dr. (B)(6) performed a total hip arthroplasty on my left hip at (B)(6) hospital in (B)(6). The device was a corin cormet (FDA approved) metal on metal hip resurfacing. After 3 years of conservative use, the hip began to fail and multiple symptoms of metallosis began to occur. Blood levels were checked and revealed an extremely high cobalt chromium in my blood serum. It was determined the severity and impact on my quality of life that the hip should be replaced asap. My symptoms included hip pain, daily headaches, frequent nausea, recurring skin rash, acute short breath, daily chronic fatigue and depression. Dr. Whelan attributed all these symptoms to the failed metal on metal hip implant.